Event description:
The following has been reported: reported pump problem alarm and screen graphics issue, several hard reboots have been completed a preliminary review of the logs shows the following: sensor hardware failure (set ID sensor). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. The pump had screen distortions present upon start up. Upon investigation of the internal components, the low voltage differential signal ribbon cable was not fully seated into the main pcba. The ribbon cable was re-inserted and powered back on. No further screen distortions were observed. Log files indicated that the set ID could also be malfunctional. To test functionality, final acceptance testing was performed. The pump passed functional testing with no signs of set ID/bubble detector errors. Once testing was completed, a physical inspection of the set ID gasket was performed to look for signs of fluid ingress. Upon careful observation, no signs of fluid ingress or damage could be identified for the set ID gasket.